Event description:
It was reported that the programmer was unable to be calibrated with the touch pen. It was further noted that it seemed as though if one side of the screen was calibrated the other side of the screen would be "off". Changing out the touch pen did not resolve the situation. It was also reported that an error message "popped up". The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to be calibrated with the touch pen. It was further noted that it seemed as though if one side of the screen was calibrated, the other side of the screen would be "off." Changing out the touch pen did not resolve the situation. It was also reported that an error message "popped up." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The touch pen could not be calibrated, and the left side of the screen was off further than the right side. An error message was also noted in the programmer error log. Product ID 2067 programmer rf (radio-frequency) head, product ID 2290, pacing system analyzer. (B)(4).